Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j cardiothorac surg. 2024 nov 6;19(1):623. Https://doi.org/10.1186/s13019-024-03122-x. Pmid: 39506802; pmcid: pmc11539628.

Event description:
Title: fungal endocarditis after transcatheter aortic valve implantation complicated with pseudoaneurysm of the ascending aorta. The aim of the study is to describe a case of a 75-year-old male patient who developed fungal endocarditis caused by candida albicans, complicated by an aortic pseudoaneurysm. In (B)(6) 2021, the patient experienced prosthetic dysfunction and underwent percutaneous aortic valve-in-valve replacement using a 26 mm corevalve evolut r prosthesis. In (B)(6) 2021, he underwent colectomy due to pt1 pn0 m0 colon canncer. Additionally, mersilene 2-0 mattress sutures was used to secured the aortic valve replacement using a 23 mm edwards inspiris bovine bioprosthesis in the annulus. Reported complications: 75-year-old male (n=1), mersilene 2-0 suture (eth), mediastinal bleeding, treatment: re-operation. Pleural bleeding, treatment: re-operation. In conclusion, aortic pseudoaneurysm associated with endocarditis is a serious complication following valve replacement, carrying a high mortality rate. The preferred treatment approach involves surgical intervention combined with antimicrobial therapy.